Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx were broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the customer reported when attaching and removing the needle to the cartridge (pen injector), the npe needles were bent or broken, and the broken needles remained in the cartridge. After that, the cartridge was locked and unable to use. This type of events occurred a few times.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case (B)(4) were broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the customer reported when attaching and removing the needle to the cartridge (pen injector), the npe needles were bent or broken, and the broken needles remained in the cartridge. After that, the cartridge was locked and unable to use. This type of events occurred a few times.